Event description:
It was reported that a spectrum pump had an upstream occlusion issue during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device passed testing, and upstream occlusions occurred within acceptable times at the specified flow rates. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log (ehl) review was performed and revealed that the customer experienced multiple "upstream occlusion!" Alarms, however the log cannot be used to determine if the alarms occurred within appropriate pressure ranges. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.